Event description:
On (B)(6) 2011, it was reported that during a procedure, the needle does not catch tissue. No info was available on whether the procedure was completed. If add'l info is received, a supplemental report will be submitted.

Manufacturer narrative:
Cadence acknowledges this report does not meet the thirty day reporting requirements. This was unintentional. This report is being filed after it was identified as non-compliant during an internal review of our complaint files.